Event description:
It was reported by the customer that the device was displaying the service light and had an error code in memory, indicating that the device would not charge the battery. After replacing the battery, it would still not charge. There was no report of pt use associated with the reported event

Manufacturer narrative:
(B) (6). Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was an integrated circuit, designator u10.